Manufacturer narrative:
The electrodes were returned for evaluation and the malfunction was duplicated. During visual examination an open wire was found within the jumper wire. This is a malfunction that only impacts the self test and does not disable the electrodes from delivery therapy when attached to a defibrillator. This type of malfunction does not pose any clinical impact and does not meet our guidelines for reportability. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing the associated device was unable to discharge using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.